Manufacturer narrative:
The cause of the discordant, falsely low calcium result is unknown. Siemens is investigating this issue.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported and was questioned by the physician(s). The sample was repeated on an alternate dimension vista instrument and resulted higher. A corrected report was issued to the physician(s). There are no reports of adverse health consequences or patient intervention due to the discordant calcium result.

Manufacturer narrative:
The initial MDR 2517506-2018-00238 was filed on 23-apr-2018. Additional information (03-apr-2018): a siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods tests and determined that the results for the sample 1 mixer were erratic. The cse replaced the mixer and repeated the service methods tests, obtaining acceptable results. Quality controls were run and the instrument was returned to the customer for use. The cause of the discordant, falsely low calcium result was related to the sample 1 mixer. The device, method, results, and conclusions codes have been updated in section. This instrument is performing according to specifications. No further evaluation of this device is required.